Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently listed wrong patient age as it was calculated based on wrong event date. Date of event, corrected data: initial report inadvertently listed wrong event date.

Event description:
Information was received that the type of infection for the patient was staphylococcus aureus. It was clarified to be methicillin-sensitive (mssa) and not methicillin-resistant (mrsa). No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR. (B)(4).

Event description:
It was reported that the patient underwent generator explant due to chest pocket infection. The lead was left implanted. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No unresolved non-conformances were found. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.